Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he was experiencing unexplained high blood glucose levels. The customer's blood glucose was 368 mg/dl. The customer expressed dry mouth as a symptom related to his high blood glucose. The customer stated he had a back-up plan of manual injections. Per troubleshooting, the customer stated that the drive support cap appeared normal and that there were no leaks or air bubbles present. The customer's insulin pump did not pass the high pressure test twice. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.